Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience intermittent elevated blood glucose (bg) levels (380-387 mg/dl). At the time of the report, customer's bg level was 243 mg/dl. Reportedly, the customer delivered boluses and underwent physical activity to address elevated bg levels. The reported issue was discussed with customer's health care professional. Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump settings.